Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, dissatisfaction with breast (sitting high on chest wall), "achy in the morning, stuck to her chest, feels a pull in the breast muscle, implant mobile", pain, soft breast, bruising, swelling, and rippling. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: malposition: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported right side sitting high on chest wall, achy, "stuck to chest," "feels a pull in breast muscle," implant mobile, pain, soft breast, bruising, swelling, rippling, and capsular contracture, baker grade IV. Device has been explanted.